Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a change out on a cardiac resynchronization therapy defibrillator (crt-d) for end of life (eol) they were unable to get the right atrial (ra) lead or right ventricular (rv) lead out of the header. The leads needed to be cut in order to remove them and then were replaced. It was noted that they did not call boston scientific technical services or a boston scientific field representative during the case, and after the case was over the field representative demonstrated that eight set screws needed to be loosed on this specific header to remove the leads. The field representative loosened the set screws on this crt-d, and the ra and rv leads were easily removed from the header. No additional adverse patient effects were reported.